Event description:
Baxter (B)(4) received a report that a 2 ml/hr large volume infusor overinfused during patient use. The total fill volume of 240 ml was infused over the course of 3.5 days rather than 5 days. This implies a 2.9 ml/hr flowrate, which is 140% of the expected flowrate. The device was filled on (B)(6) 2011 with a solution of 1000 mg 5-fluorouracil in saline. Infusion flow rate greater than 130% of expected rate has the potential to lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.